Manufacturer narrative:
D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device alarmed for intermittent module connectivity error¿ was duplicated. The reported issue was not confirmed in the event history. The probable cause of the reported issue was a defective wireless communications module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed for intermittent module connectivity error. The event occurred during implementation of pump at facility; there was no patient involvement.

Manufacturer narrative:
H4 - device mfg date is unknown. The manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.